Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed.  Therefore, an assignable root cause was not determined.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the compact speed reducer device was "getting hot". It was not reported that the malfunction occurred during surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.